Event description:
It was reported that it took thirty seconds to treat an arrhythmia. The patient hit his head due to syncope and was admitted to the hospital for low potassium. The device shock zone rate was reprogrammed to insure quicker time to treating an arrhythmia. The device remains implanted.